Event description:
It was reported that the device had abnormal battery depletion due to his bundle region pacing with high outputs. The device was reprogrammed and remains in use. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)